Event description:
A report was received that the patient's precision system was explanted. The physician has no record of this patient and does not conduct business with co. No further information is available.